Manufacturer narrative:
The date of the event onset was reported as ¿two days ago¿. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was reported as ¿eating cold food¿; however, this is unlikely to represent a direct cause of the peritonitis; therefore, the cause was assessed as unknown. Treatment details, hospitalization, and action taken with dianeal therapy were not reported. At the time of this report, the patient had not recovered. No additional information is available.